Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's mother was changing out the infusion set and received a motor error. Customer's blood glucose level was 125 mg/dl. Customer's mother stated that when she goes to fill the tubing, the pump alarmed motor error. She also received a battery error and changed the battery, but the motor error reoccurred. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer's mother stated that her son also has gastroparesis. Customer will have to go the hospital. Customer's mother was not able to get out of the rewind screen and was not able to verify the exact battery alarm that she was getting. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test and no alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.